Event description:
Procedure: lar. According to the reporter: the surgeon used the device for a bowel resection. After loaded the dlu properly and tested by closed and re-opened the jaw once, the surgeon then inserted it inside the abdomen for resection. The instrument was positioned well and the surgeon closed the jaw and pressed the green button, then fired the instrument. After firing, the surgeon opened the jaw by pulling the black releasing knob. He observed that almost all the staples along the staple line were in 'open' position and did not form the 'b' shape. The surgeon then performed a partial laparoscopic surgery, i.e. Opened a pfannestiel wound, in order to allow the insertion of ta instrument and complete the bowel resection.